Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Root cause for the issue cannot be conclusively determined. Possible cause is as follows, since the device has been manufacture for more than eight years: spare lamp lights intermittently it is likely the failure of switching regulator components degraded over time resulting in intermittent lights on the spare lamp. The slider switch does not move. It is likely that the slider switch became immobile due to the chronological deterioration caused by the long-term repeated use. Igniter trips intermittently due to faulty starter board it is likely that the age-related degradation failure of the parts on the starter board caused the igniter to become a symptom of intermittent operation.

Manufacturer narrative:
There is no additional information for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was noted that the spare lamp came on intermittently due to the failure of power unit and the igniter also working intermittently. Slider switch got stuck. In addition found some minor dented and minor scratches not affecting functionality.

Event description:
As reported for this event, the device was not functioning correctly. There is no reported harm to any patient.